Event description:
It was reported that the stent graft moved while the physician was deploying the device.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 90mm in diameter and 114mm in length f usiform abdominal aortic aneurysm. The proximal aortic neck was 19.6mm in diameter and 18mm in length. The right common iliac artery was 14 mm in diameter and 26 mm in length; the left common iliac artery was 14.5 mm in diameter and 28 mm in length. The right internal iliac artery was 17 mm in diameter; the left was 16.5 mm in diameter. The right external iliac artery was 8.6 mm in diameter; the left external iliac artery was 8.6 mm in diameter. It was reported that after deployment of main body and contra limb, an iliac extension was added to the distal side. Landing was done with angiography just above the left internal iliac artery and external iliac artery. However, the stent graft unintentionally covered the left internal iliac artery and the procedure was completed. Patient status is stable. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (inaccurate stent graft delivery); (unknown cause of event). Conclusion: unknown cause of event).